Event description:
It was reported that the surgeon attempted to deploy the second implant and he noticed it was not going through the meniscus; one side broke (it was not retrieved or secured). The surgeon had to go in and cut the fiber wire. Case was completed successfully with another ar-4500 (same lot). Procedure: medial meniscal repair. Follow-up with the facility provided info that there have been no problems since with the device and there were no pt problems associated with the event. No further pt info was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is use of excessive force when meeting resistance in passing the trocar through the meniscus. Excessive pushing force upon insertion (as opposed to twisting the trocar) can cause the distal portion of the implant to peel back and break off. As per the directions for use, excessive manually applied forces when inserting the trocar-loaded device can lead to over-insertion; slight rotation of the trocar may ease deployment of the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained, a follow up report will be submitted.